Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. D10: unk plate cat#na lot# na. G2: sweden. Kjaer c, hillblom m, lenholm e, boström windhamre h, ekelund a. Results of open reduction and internal fixation of proximal humerus fractures using a proximal humeral plating system with smooth pegs. Shoulder & elbow. 2025;0(0). Doi:10.1177/17585732241309582 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that in a journal article studying the alps plating system, that there were 4 patients with secondary peg penetration and avn. 1 of these patients was treated with removal of hardware only. Attempts have been made and additional information on the reported event is unavailable at this time.